Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an, 840 ventilator generated error codes which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and confirmed the reported condition. To address the failure, the se replaced the oxygen sensor and inspiratory module printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.